Manufacturer narrative:
Additional information was received that approximately three weeks after the implant, a transesophageal echocardiogram (tee) indicated that the valve had migrated into the left ventricular outflow tract (lvot), resulting in moderate central regurgitation and paravalvular leak (pvl). Subsequently, the valve was explanted. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days after the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) indicated a complete heart block (chb). Subsequently, a permanent pacemaker was implanted eight days post valve implant. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Migration is a known potential adverse effect per the corevalve IFU and can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level, sparsely calcified native anatomy providing insufficient anchoring, asymmetrical root calcification, under expansion of the valve and others. In this case, it was reported that the migration was suspected to be due to patient anatomy as the patient had horizontal aorta. It was also reported that the depth of implant of the valve was at 16 mm, and the noncoronary cups side lower at 18 mm. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). Paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the paravalvular leak most likely was due to patient anatomy and suboptimal position as the patient had a horizontal aorta and the implant depth of the valve was too deep at 16 mm and 18 mm on the noncoronary cups side, as it was reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was slightly discolored showing evidence of blood contact. The valve showed no evidence of distortion or damage. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. Traces of pannus were observed on two commissures. Radiography showed no evidence of mineralization and/or frame fractures.

Manufacturer narrative:
Conclusion: traces of pannus were observed on two commissures. Radiography shows no evidence of mineralization and/or frame fractures.¿ although a conclusive cause of the pannus could not be determined, these are known failure modes for bioprosthetic heart valves, and are most likely a patient related condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.